Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on an unknown date, an ala hook broke on the left side in the patient on the shaft just below where the connector was placed. One part was removed, the other part remained inside the patient. The surgeon implanted a new connector that he placed on the remaining ala hook to connect with the existing rod construct. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received. Placeholder.